Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 3190 labeled na 1142 labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. B3: estimated date g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: the device was returned for analysis. The returned device analysis indicated a needle to cuff miss occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was a defective proglide device; however, no additional information was provided as the information from the event was not logged properly and no further details will be provided at this time from the account. There were no patient effects reported. No additional information was provided. Per return analysis, the device was returned with a cuff miss. A cuff miss would require medical intervention to achieve hemostasis; therefore, making the incident reportable as a serious injury.